Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial#: (B)(4), description: cover edge 32,7cm 4x8 surgical lead. Date of event: (B)(6) 2016. Date of explant (B)(6) 2016. The explanted devices were not returned to bsn. Additional information was received that there will be no further information that could be obtained.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was explanted due to pain in her stomach caused by the lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the no device malfunction was suspected. The physician believed that the stomach pain was not device related. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-70, serial#: (B)(4), description: coveredge 32,7cm 4x8 surgical lead. The explanted devices were not returned to bsn. Event date: (B)(6) 2016.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.